Event description:
The pt called regarding msds for some of our products and complaining of several symptoms. She said she had 3 amalgam fillings replaced by her dentist on (B)(6) 2013. She said the doctor used a rubber dam. She said she is now having severe reactions; difficulty breathing, mouth feels thick, stickly, chalky, and dry, sore throat, dizziness, feels like she has been poisoned. Asked if she south medical attention and she said her naturopath recommended she have these fillings removed and replaced. Asked her if she has contacted her dentist office and she said she has not, she has an appointment there this afternoon but wanted info before going. Explained that we recommend she speak to her dental professional. She said the doctor had no idea what material she used or what was in it. She said she has the msds, got them online. She asked what (B)(4) were and that there was no (B)(4) in our composites. She asked what the "healthiest" material we have it, explained they are all synthetic and approved by the FDA and again directed her to speak to her dentist. She said that doesn't mean anything, they approve things that are terrible for your body. She asked to speak with a chemist. Explained all of our composite products are manufactured in (B)(4). Spoke to the dentist and she stated she had received an e-mail from this pt today. She said she has seen the pt one time and that the filling replaced were composite, not amalgam. The pt came in because she had composite fillings and found out that composites contain (B)(4) and she wanted them replaced with a (B)(4) free composite. The dentist spoke to the pt on (B)(6) 2013 and no mention was made of the symptoms. She said she will contact the pt. The pt called back and it was explained that the dentist was contacted. The pt became very angry. She was referred back to her dentist. On (B)(6) 2013, spoke to dentist who gave info on the product used. On (B)(6) 2013, spoke dr (B)(6) on the pt's condition. She stated that she has dismissed this pt from her practice and therefore had limited contact with her since this incident. Asked if the pt ever discussed having the adverse symptoms with her. She stated that the pt came in to see her on (B)(6) 2013 and did mention having those symptoms to her. The dentist stated that the pt had a venus diamond restoration placed by a previous dental office prior to seeing her and that this was not one of the fillings she replaced on (B)(6) 2013. She stated that the pt did not have an adverse reaction to that filling. She said that the last time she had contact with the pt was on (B)(6) 2013. She said that the pt did not discuss her condition but stated that her neuropath said her reaction was not from the detox but from the white fillings. The pt also mentioned that she had suffered from food poisoning that week. MFR ref #9610902-2013-00063.